Manufacturer narrative:
Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Device evaluation and results. Based on photographs provided, the bearing surface of the insert shows wear patterns consistent with clinical use. The inferior surface shows damage, mainly around the periphery most likely caused during removal of the insert from the baseplate. Medical records received and evaluation indicated that this is a procedure-related failure scenario. No evidence for device-related factors where the insert exchange was not for malfunction or damage but only for requirement of increased stability in the knee joint through more bearing insert thickness post repair and inability of the present primary baseplate to accept a ts insert. This pi case is not device-related. Device history review indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The medical review indicated that the reported instability was caused by procedure-related factors. There is no evidence for device-related factors. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is required at this time.

Event description:
It was reported that patient was revised on a right knee due to instability, medial and lateral laxity.

Event description:
It was reported that patient was revised on a right knee due to instability, medial and lateral laxity.